Event description:
A report was received that the patient was experiencing electrical shocking sensation throughout the body. When the device was turned on, it caused a greater issue. The physician believed it might be a pinched nerve in the patient's neck caused by the device. Database analysis showed that impedance measurements revealed a high value on port c. The recently used program used this high impedance contact as an active anode. The device appeared to be working as expected. The patient was prescribed medication and was reportedly doing well.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing electrical shocking sensation throughout the body. When the device was turned on, it caused a greater issue. The physician believed it might be a pinched nerve in the patient's neck caused by the device. Database analysis showed that impedance measurements revealed a high value on port c. The recently used program used this high impedance contact as an active anode. The device appeared to be working as expected. The patient was prescribed medication and was reportedly doing well.